Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. During the procedure, the physician noticed that the ipg was flipped and decided to replace the ipg per preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient was experiencing a sharp stabbing/shocking feeling at the ipg site every few weeks before the ipg was replaced.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.